Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. 21 samples were returned for evaluation, among those, 21 sealed blisters. The consumer also provided six photo images the manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. Testing was performed in accordance with alcon operating procedures. As the retuned samples met specification and the device history record review indicated the product was processed and released according to the product¿s acceptable criteria. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer experienced stinging sensation upon wearing the lenses for first few days. On the third day, the consumer felt pain upon wearing the contact lens and took the lens off immediately. The consumer visited doctor with photophobia and red eyes was diagnosed with multiple superficial punctate corneal epithelial erosion. The consumer was prescribed with unspecified topical antibiotics and lubricants. The current status of the consumer's eyes was unknown at the time of the report. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).